Event description:
It was reported that during use (mattress warming) of the device for a cardiopulmonary bypass procedure, the "service indicator" light emitting diode (led) was illuminated. The device was not changed out. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
The reported complaint was confirmed. The terumo service engineer stated the service light was engaged on the unit. The customer was able to reset the unit at that time which cleared the light, and continued with the case. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.